Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) had an occurrence of 120 contaminated plates. No patient impact was reported. The following information was provided by the initial reporter: customer reports contamination for cat 221261 lot 2206401. Customer received the product on 9/20/22. Customer states contamination was found in 120 plates on (B)(6) 2022. Product was refrigerated upon receipt at 2-8c. No organism ID as issue was found while sleeves were still closed.

Manufacturer narrative:
H6. Investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2206401 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and the only other complaints taken on batch 2206401 were also taken from mayo clinic for contamination. No retention samples from batch 2206401 were available for inspection. Plates received using the return label issued for this complaint were from a batch related to a different complaint from mayo clinic (batch 2196602 for complaint number 6214328). Four photos were received for investigation of this complaint. Two photos each show the side of a sleeve with what appears to be growth visible in one of the plates. Another photo shows two sleeves of material 221261: one from batch 2196568 and one from batch 2206401. Note: mayo clinic also has contamination complaints on batch 2196568 (complaint numbers (B)(4)). The last photo shows the top of a plate from batch 2206401 (time stamp 0822) with the plate print featured. This complaint can be confirmed for contamination. H3 other text : see h.10.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) had an occurrence of 120 contaminated plates. No patient impact was reported. The following information was provided by the initial reporter: customer reports contamination for cat 221261 lot 2206401. Customer received the product on 9/20/22. Customer states contamination was found in 120 plates on (B)(6) 2022. Product was refrigerated upon receipt at 2-8c. No organism ID as issue was found while sleeves were still closed.